Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm medium-large clip applier instrument was not able to release the clip after application. The user completed the procedure with no further issue reported. No fragment fell inside the patient.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) 8mm medium-large clip applier instrument to perform failure analysis. The instrument was analyzed and found to have one grip bent. The damage was found near the top of the clip groove, causing an offset at the tips. As a result, a clip cannot be properly loaded into the clip groove of the grip-tips. Components adjacent to this severely bent grip do not show damage.